Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232805937); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at the cavernous segment with a max diameter of 5.7 mm and a 4.2 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 8mm diameter. The landing zone was 8 mm distally and9 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was qualified. It was reported that the intermediate catheter used was navien, the microcatheter used was phenom27, and the flow-diverting stent used was ped-475-16. After the microcatheter was positioned, the tip end of the stent could not open during deployment. The deployment length was extended, and after multiple retrieving attempts it still could not open. The stent was withdrawn and damage to the tip end was observed. Considering the stability of delivering the flow-diverting stent and the safety of the procedure, a new microcatheter and flow-diverting stent were used instead, and the procedure was completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.